Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the display flashed and made it difficult to make pacemaker measurements, the unit was thoroughly inspected for any possible connectivity issues however no anomalies were observed, but the link electronic module printed circuit board was calibrated as a preventive measure. Analysis did note that the system fan was noisy and it was replaced.

Event description:
It was reported that the programmer display was flashing and changing continuously, which made it very difficult to see through and make measurements of pacemakers. It was necessary to make several tries, and finally to use another programmer. It was also requested that the programmer receive a test and calibration procedure. The programmer was returned for service. No patient complications have been reported as a result of this event. History: sinus disfunction injury: no intervention required: no patient outcome: successful from (B)(4) -the head did not working properly when the physician was trying to interrogate the pacemaker, it was necessary to make several tries, and finally to use another programming head. History: sinus disfunction injury: no intervention required: no patient outcome: successful.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.